Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol 2015-001-pro and protocol 2015-002-pro. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). (B)(4).

Event description:
End user reports skin tear when removing pouch from approx 4 o clock area; reports pea sized open area. Scant amount of bleeding that stopped immediately. Reviewed how to remove barrier; use of adhesive remover wipe. Self-treated with bacitracin and then stomahesive powder and skin protectant barrier wipe.